Event description:
Reporter indicated that there were wires sticking out of his vns therapy programming handheld serial cable. He stated this was likely due to normal wear and tear. Serial cable was returned to manufacturer for analysis; however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.